Event description:
It was reported by a resident nurse that the customer had high blood glucose. The blood glucose reading was 400 mg/dl and was treated with insulin pen. Caller stated that the customer does not have the infusion set insertion device and she had to do it manually. Caller stated that she believes that was the reason for the customer's high blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken off end cap, scratched display window and torn motor flex cable. Unable to perform the displacement test due to pump damage.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad trace. Unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to keypad damage.